Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). After the discordant results were obtained, the customer repeated quality controls (qc) and a measurement error was obtained. The customer noticed that the dade innovin reagent was low and replenished the onboard reagent. The customer then repeated qc, which recovered in range. The customer then repeated the affected patient sample, and the results recovered correctly. A siemens customer service engineer (cse) was later dispatched to the customer site to investigate intermittent measurement errors on the system. The cse replaced the pump and realigned the probe. The system is operational post service visit. The cause of the event is unknown. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated prothrombin time (pt) and prothrombin time international normalized ratio (inr) result were obtained on a patient sample on a sysmex ca-660 system using dade innovin reagent. The discordant results were reported to the physician(s). The sample was then repeated two times for pt and inr, recovering lower. The lower results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low pt and inr results.